Event description:
The sales rep reported that during a rotator cuff repair that the very tip, white part of the customer's vapr cool pulse 90 without hand controls broke off while inside the patient's joint space. The piece was retrieved and no x-rays were needed. The sales rep confirmed the metal faceplate stayed on the device. The surgeon completed the procedure with another like device with no patient consequences or delay. The sales rep reported that the device had been used for 35 minutes prior to the tip breaking off. The sales rep reported that the patient had a lot of bursitis and that there was a significant amount of tissue to remove so the surgeon did use the device pretty constant during the 35 minutes. He also reported that the surgeon had the device open wide the whole time. The sales rep reported that the generator was set to 360 ablate and 80 coage. The sales rep reported no clogging. The sales rep reported that the customer uses the fms pump for suction with these devices. The customer already discarded the complaint device.

Manufacturer narrative:
The complaint device was not returned and therefore not available for a physical evaluation. It cannot be determined what part of the electrode tip broke. IFU cautions against the tip being buried in too much tissue, prolonged activation, or being in close proximity of another metal instrument during activation. From the description provided, it was noted that the electrode may have been activated constantly for 35 minutes which is beyond the recommended usage time. The electrode is supposed to be connected to a separate wall suction contrary to it being connected to fms suction as reported. These are some indications that the electrode has been misused and may have led to the reported failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaint for this lot of devices that were released to distribution. Therefore at this point, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.